Event description:
During a coronary drug eluting stenting treatment procedure, the balloon was sticking to the stent and removal difficulties were encountered. The non-calcified lesion in the lad was predilated. The physician deployed a taxus express2 2.5 x 20mm drug eluting stent. Upon deflation of the stent delivery system balloon, it was noted that the balloon was sticking to the stent. The physician dialed negative, then inflated the balloon up to a couple atms, dialed down again but was unable to free the balloon. The physician pulled on the catheter; the balloon was released and removed intact. No pt injuries or complications were reported.